Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient's knee arthroplasty was revised due to pain and instability. Upon opening the patient's knee, it was found that the articular surface post was fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product: zimmer nexgen lps-flex option femoral size e left catalog #: 00596401551 lot #:60631416, zimmer nexgen all-poly patella 26mm x 7.5mm catalog#: 00597206526 lot #: 60791263, zimmer nexgen option stemmed tibia size 4 catalog #: 00598603702 lot #: 60763794, zimmer palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 65614105. Complaint sample was evaluated and the reported event was confirmed. The device was not returned for further evaluation. However, a photograph of the device was provided and shows that the post of the articular surface was fractured off. All of the devices are compatible with each other. DHR was reviewed and no discrepancies were found. Per the packaging insert, implant fracture is listed as an adverse effect of this procedure. Based upon the available information that is available at this time, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.